Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the most recent follow-up, the longevity remaining decreased. A save to disk was sent in for engineering analysis. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Manufacturer narrative:
It is not reportable, the evidence suggests that there is no evidence of a product malfunction. Disk analysis revealed that the patient had af and required high rate atrial sensing. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. Normal product operation. No adverse patient effects were reported

Event description:
It was reported that this pacemaker was found to be depleting faster than expected. At the most recent follow-up, the longevity remaining decreased. A save to disk was sent in for engineering analysis. Data analysis was performed, it was confirmed that the device battery is depleting normally, and it was found that this patient was in atrial fibrillation (af) and the increase in power consumption was due to high rate atrial sensing. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.